Event description:
A company representative reported that an everest polyaxial screw fractured intra-operatively. It was further reported that the fractured screw shank remains implanted in the patient and that a new screw was inserted lateral to the fractured screw. The procedure was completed with a 15 minute surgical delay.

Event description:
No new information.

Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect completion of the investigation.